Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit (esu/generator, model vio 3, part number (p/n) 10160-000, serial number (B)(4) system was involved in a patient incident upon a spiral enteroscopy with argon coagulation. The equipment was used with an fiapc probe. The apc/esu system was used to treat angiodysplasia in the small intestine (middle ileum). The patient returned hours later in pain and underwent emergency surgery. Three (3) perforation sites were found. Therefore, to address the issue, a small bowel resection (60 cm) was performed.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely, there were many factors involved in the reported incident. Specifically, upon the intervention work, the remaining tissue of the bowl did not stay intact which resulted in the perforations (note: the treatment was needed in a very thin-walled). In conclusion, no determination could be made as to the cause of the event. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.